Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer's service technician confirmed the touchscreen issue. Caller reports that the replacement touchscreen resolved the issue.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen was damaged. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.